Event description:
It was reported that during lead implantation, a pericardial tamponade occurred requiring a pericardiocentesis with removal of blood. The patient was in a stable condition after the event. Another lead was used, implanted via the femoral vein.

Manufacturer narrative:
UDI (di): (B)(4).